Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
Physician reported that suture has been broken during surgery procedure. To procedure completed physician used another one product the same type. No consequences for the patient reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that ot was generated, this event is not relevant to the complaint condition since it concerns a vacuum dryer issue. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the mitek complaints system revealed one similar complaint for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Physician reported that suture has been broken during surgery procedure. To procedure completed physician used another one product the same type. No consequences for the patient reported.